Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, device implanted and removed during same procedure. F explanted, give date: not applicable, device implanted and removed during same procedure. Email address: unknown / not provided. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic broke whilst the intraocular lens (iol) was already inserted in eye. The lens was removed and replaced with another lens during the same procedure. The patient was reported to be fine and no complications or additional interventions occurred. No further information is available.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9: returned to manufacturer on: 15th april 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: the original simplicity was received inside of the original folding carton. No iol was received as part of this return, therefore, no product evaluation could be performed on the iol. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. Further observation revealed that the plunger rod tip was damaged. The handpiece was disassembled and the assembly was inspected; no assembly issues were identified. Based on the complaint investigation results, the complaint issue (haptic damaged) could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.